Event description:
It was reported that the pt was very sleepy and like a "zombie". Per the reporter, the pt has had sleepiness since the pump was implanted. It was noted that the pt was on other oral medication and was unsure what was causing the drowsiness. The healthcare professional decreased the flowrate by 15%. The pump was used to deliver morphine and bupivicaine. It was later reported that the pump and catheter were explanted. The hcp indicated that the reason for removal was battery depletion and improper delivery of meds causing withdrawal symptoms. The pt had experienced withdrawal off and on over the past year. Per the hcp, "pt new to us". The pt outcome was "recovering". It was noted that the pump contained dilaudid.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.